Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported events deflation was received on may 13, 2025, with lot number 617921. Based on the product analysis performed, the assessments of the complaints are: deflation: observed an opening assessed as surgical damage. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported "100% deflated". This record is for the left side. Device was explanted.